Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that following an MRI few years ago where the device was placed into MRI mode, the patient lost their patient controller and is unable to disable MRI mode. A manufacturer representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet). Reportedly, therapy was restored.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue and therapy was reestablished. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.